Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2018-06073. It was reported that partial stent deployment occurred. The target lesion was located in the heavily calcified superficial femoral artery (sfa). A 6 x 150 x 130 innova¿ stent was advanced contralateral and stent deployment was initiated. The stent did not deploy after fully retracting the thumbwheel and using the pull grip. Then, with no hands on the device, the stent deployed. The stent was stretched out in the patient. A 6 x 100 x 130 innova¿ stent was then selected for use, however, the same issue occurred. The procedure was completed with these two stents. There were no patient complications reported and patient's status was fine post-procedure.